Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to separates as all samples met specifications. Also, 8 retention samples were functionally tested, and no issues were observed relating to separates as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure mode separates during use. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® safety-lok¿ blood collection set, the unit separated from the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. Date of event is unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that when using one (1) bd vacutainer® safety-lok¿ blood collection set, the unit separated from the holder. No adverse impact was reported regarding the patient or user.